Event description:
It was reported that, during an implant procedure, a high capture threshold was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable capture thresholds was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.